Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on july 23, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to a tip fold-over of the electrode array and poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery.